Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The date of event is the best estimate of the date of the first onset of the product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). Upon visiting the site, the surgery center indicated having 2012 communication error after the prime and tune stage. The fss confirmed the error upon reviewing the error/event log. The fss replaced the advantech printed circuit board, the network adapter printed circuit board and modified the ethernet cable. The fss cycled power multiple times without any issues. The fss performed a vacuum calibration and touchscreen calibration.. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine displayed a 2012 error upon starting the machine up. There was no patient injury reported.